Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was that the patient just got implanted yesterday. They said, they just came out of surgery and still were under anesthesia so when the person came in to give instructions on what to do, they heard only half of it. The patient's son thought they said not to change the setting for a week. The patient wanted to know how long they had to wait to adjust the settings. They felt the urge sometimes to urinate. Sometimes they would go, sometimes they did not go. Prior they did not feel an urge before and did not go. Now they were not urinating. They were getting up and down and up and down. They would sit there for a while and then go back to their room and sit down, and twenty minutes later they had the urge again. The issue started yesterday evening. The patient said with the trial they could sleep through the night, no problems, and without incontinence or anything. They said they had to increase the stimulation on the trial to "0.7" though, and with the current device they were at "0.5." The patient was redirected to their healthcare provider to further address the issue and to see when it was ok to adjust their settings.

Manufacturer narrative:
Event: other: retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the surgery was referring to their implant procedure. It was also noted that the patient experienced urinary retention prior to getting the device, and it had not worsened as a result of the device or therapy. They healthcare professional also stated that the 'baseline uro symp' (mild retention/incomplete emptying) and incontinence somewhat worsened from baseline either due to anesthesia or s3 nerve irritation from instrumentation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.